Manufacturer narrative:
Suspect product discarded.

Event description:
On 16sep2021 a patient (pt) called to report a ¿scratched cornea¿ (affected eye unknown) about 4 years ago while wearing the acuvue® oasys® brand contact lenses (cls). On 24sep2021 a call was placed to the pts treating eye care provider (ecp) and a representative provided additional medical information. The pt was seen on (B)(6) 2017 and diagnosed with an od corneal ulcer due to ¿cls wear¿. The representative advised the location of the od corneal ulcer was not noted on the pts record. The pt was prescribed gatafloxacin qid and prednisone acetate bid. The pt was advised not to wear cls until the event resolved. The representative advised the pt did not return to the ecp for 5 years. The pts records did not reflect if the corneal ulcer was infectious and no loss of od visual acuity was noted. No additional medical information was provided. No additional medical information is expected. This event is being submitted as a worse-case event as we were unable to verify the location of the od corneal ulcer. The lot number of the suspect od cls is unknown. The suspect od cls was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.